Manufacturer narrative:
Date of event: unknown. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8106601. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported with the use of the bd insulin¿ syringe there was an issue with syringes not drawing medication and a broken needle hub.